Event description:
It was reported that the sensor glucose versus blood glucose readings are not matching. Customer's current blood glucose reading is 14.0 mmol/l and has treated with the insulin pump. It was reported that the percent difference between the sensor values and blood glucose values is nearly forty two percent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.